Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for valve stenosis was confirmed based on medical records. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had vast comorbidities (e.g. Hyperlipidemia, diabetes mellitus, hypertension, coronary artery disease, etc.), which are known factors that may increase the risk of atherosclerosis with valve degeneration, leading to valve stenosis as reported. Diabetes mellitus (dm) could also be a risk factor for bioprosthetic heart valve calcification, which can lead to valve stenosis. Hyperlipidemia could be a risk factor for calcification as there are pathophysiologic similarities between calcification and atherosclerosis. Several studies have documented a correlation between lipids and calcification and found that both coronary calcification and aortic valve calcification progress more rapidly in subjects with low-density lipoprotein (ldl) levels. Ldl levels have been found to have a stronger correlation with coronary calcification than age, sex, blood pressure, fasting, insulin level, or smoking, which can result in increased gradient or valve stenosis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the pvl. Based on the available information, the root cause of the event remains indeterminable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 4 years and 11 months was being worked up for a valve-in-valve procedure due to severe symptomatic bioprosthetic valve aortic stenosis and moderate perivalvular leak. The patient was experiencing shortness of breath. The patient and physician discussed tavr-in-tavr vs. Tavr explant and surgical aortic valve replacement. The patient is moving forward with the evaluation process for a tavr-in-tavr procedure with continued testing.

Manufacturer narrative:
Investigation is ongoing.